Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) due to lead dislodgement which confirmed via chest x ray during the follow up checked up. This lv lead was explanted, replaced with different model and was disposed. No additional adverse patient effects were reported.